Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the tip of the device broke off. The broken piece was not returned with the device. The device shows signs of significant wear and use. The device was manufactured in 2004. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that, after a tha surgery, the threaded tip of a reflection cup positioner/impactor broke off. The patient was not involved at the time.